Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional (nt) clip delivery system referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report a death. It was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted, and grasping was performed. Grasping was noted to be difficult and mr was unable to be reduced. It was then observed that the anterior leaflet and chordae had ruptured. The nt clip was removed and an ntw clip was inserted in an attempt to treat the tissue damage. The ntw was deployed on the mitral valve, reducing mr. However, immediately after deployment, additional chordae and tissue damage occurred. Mr remained at a grade of 4+. An atrial bleed was then observed, resulting in a clinically significant delay in the procedure. The physician stated the bleed was caused during the venipuncture and was not caused by the mitraclip. The patient then became hemodynamically unstable and chest compressions were performed. Vascular repair was attempted, but the patient passed away. The physician stated the unchanged mitral regurgitation may have contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to pre-existing injury. The reported unchanged mitral regurgitation (mr) was due to the tissue injury. The reported death appears to be related to the unchanged mr. The reported patient effects of tissue injury, mr and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported delay to treatment/ therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.